Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue was confirmed during evaluation of the provided problem description. Service report and pictures are not provided. Customer was quoted but did not respond to the quote. Information about the current status of the compressor mini has not been provided. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117, 4114.

Event description:
Manufacturer's ref #: (B)(4).